Event description:
Conmed abc probe (argon beam coagulator) opened onto the surgical field. Surgical tech observed that the device shaft was broken. The defective device was replaced with a new "like" device. Diagnosis: laparoscopic robotic partial nephrectomy.